Event description:
It was reported that the patient came into clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited over-sensing noise. The noise could not be reproduced with isometrics, pocket manipulation or deep breathing. It was noted that the patient sometimes has a chronic forceful cough and lead noise could be seen randomly. No intervention was performed. There were no patient consequences.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2024. The patient tolerated the procedure well and was transferred to recovery in stable condition.